Event description:
International affiliate reports the confidence kit¿s hydraulic pump connection to the cement reservoir was not water tight and saline solution leaked from the syringe. As a result, there was not enough pressure to push cement into the vertebra. Per the affiliate, there was no report of any patient harm.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.

Manufacturer narrative:
The confidence kit was not returned for evaluation as it was discarded. Reviews of device history records for the kit and its pump and cement components found no issues were identified during the manufacture and release of the products that could have been attributed to the problem reported by the customer. The product and its components were released accompanying all quality requirements. Quality engineering review determined that since the product sample was not returned to the complaints handling unit, the complaint cannot be evaluated and confirmed. Without the product device we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.